Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. The caller reported that the patient's system is off and has not been working in a couple years. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per caller, patient stated the system wasn't doing her any good. Patient stated that stim was shut off, but the timing of this was unknown by caller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.